Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no: 305109 batch no: unknown. It was reported that during use of the bd precisionglide¿ needle when patient went to inject medication, leakage occurred. The following information was provided by the initial reporter: patient indicated that he assembled the needle with the syringe to inject the medication and a leakage occurred.

Manufacturer narrative:
Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A review of the device history record could not be performed as a lot number was not provided for this incident. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure.

Event description:
Material no: 305109; batch no: unknown. It was reported that during use of the bd precisionglide¿ needle when patient went to inject medication, leakage occurred. The following information was provided by the initial reporter: patient indicated that he assembled the needle with the syringe to inject the medication and a leakage occurred.